Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 98% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 24.00 x 3.50mm promus premier drug-eluting stent was successfully deployed and post dilated. A proximal stent edge dissection was observed, and the stent was damaged. Another stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.